Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began at approximately 9.20 am on (B)(6) 2016. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). The patient denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient reported that approximately 4 hours after the alleged meter issue started she developed the symptoms of "shaky, sweating, increase of adrenaline." The patient denied receiving any treatment in response to the symptoms. During troubleshooting the csr confirmed that this was not the first usage of the device and that it had not been misused. It was confirmed that the patient was using the correct test strips and that the meter would not power on via either their insertion into the device or through pressing the power button. Based on the information provided by the patient the meter batteries did not require replacement. The issue could not be resolved with training. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.